Event description:
It was reported that the housing opened during surgery. The battery did not fall into the surgical field. The procedure was completed successfully with the same housing, no adverse consequences or medical intervention were reported with this event.

Event description:
It was reported that the housing opened during surgery. The battery did not fall into the surgical field. The procedure was completed successfully with the same housing, no adverse consequences or medical intervention were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
It was found during evaluation that the delrin ball was missing from the battery housing. The delrin ball secures the latch lever in the open or closed position by locking into the detent of the strike plate. Without the delrin ball the lever would not be able to lock securely in place allowing the battery housing to open after locking. Based on similar complaints, possible causes include wear and tear or mechanical damage to the delrin ball.